Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 200mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support educated the customer in regards to preventing temperature changes to the pump.